Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, dizziness, headache, kidney disease, reduced cardiopulmonary reserve. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, dizziness, headache, kidney disease, reduced cardiopulmonary reserve. Medical intervention was not specified. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no particles in air path. During the evaluation, there was no error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In the previous report manufacturer missed to code kidney disease and nose irritation. In this report it has been updated. Date received by mfg and date due has been updated. Box h: patient outcome code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.